Event description:
Additional information was received. Patient symptoms of swelling and redness of right abdominal wall near pump sited were reported. System used to deliver lioresal (baclofen), if additional information is received a report will be provided.

Event description:
It was reported, the patient experienced an infected pump site, abdominal wall cellulitis, warmth along pump site and fever. Diagnosis of the infected pump site was made on (B)(6) 2012 via examination/palpation, in addition to abnormal results from lab work. Severity was noted as severe. The patient was hospitalized. The pump was surgically repositioned/externalized on (B)(6) 2012. The pump was replaced. The outcome was noted as resolved without sequelae. The pump was delivering sufentanil and lioresal or compounded baclofen. It was unclear what drugs were in the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model#8709, lot# l66216, implanted: 1999 (b)(), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 8709, lot# l66216, explanted: 2012 (B)(6), product type catheter. Final analysis of the pump found no pump anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.